Manufacturer narrative:
On (B)(6) 2015 consumer stated that they've been using the unit for 11 months, that they smelled smoke and found the unit in flames in the charging glass. Consumer stated that the flames damaged the outlet but that they do not want compensation for this. States the handle and charger are damaged and glass is scorched. Agreed to return the unit for evaluation. On 12/15/2015 received an empty box, no unit inside - nothing returned for evaluation. Consumer is no longer responding to contact attempts. Cannot confirm if the consumer ever purchased a sonicare unit, cannot confirm complaint.

Event description:
On (B)(6) 2015 - consumer claims his tb caught on fire while charging.